Event description:
It was reported that a patient presented with no rf telemetry on their implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Event description:
New information received notes that there were no patient consequences.